Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the procedural sheath pulled back against the shuttle. The sealant was visible and slightly protruding from the shuttle cartridge side slit. Shuttle movement was checked and resistance was noted. The shuttle cartridge tubing was dissected to expose the sealant. Subsequent to unsheathing, proximal sealant was found wedged between the advancer tube and shuttle cartridge. This condition might have also contributed to the device jam. The review of the lhr (lot f1307801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info received and the investigation performed, the probable root cause of the device deployment jam could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery via 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that the physician pulled the balloon back to the first stop, set the device down on the pt's leg, opened the procedural sheath's side port and at this point a "large" volume of blood entered the sheath and exited the side port. The physician picked up the device by the black handle and continued to pull back until the balloon reached the second stop (arteriotomy). The bleeding which was coming out from the sheath side port stopped. The physician shuttled the sealant down and encountered resistance but the physician continued to shuttle down.